Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump's drive support cap is loose and sticking out. Customer blood glucose reading was 130 mg/dl. It was indicated that the damage occurred during prime. It was advised to discontinue use of the insulin pump and revert to back-up plan. The insulin pump will not be returning for analysis.